Event description:
The customer reported that there was zipper damage to the canopy side panel. The customer was not able to specify the type of damage. Evaluation of the returned product found an open slider body on two of the panels

Manufacturer narrative:
The product was returned for evaluation. Inspection found a missing slider on side panel a. The panel also had a 1/4 inch hole on the outside of the mattress envelope. The zipper slider body was open on both panel sides b and d. On panel side c, the left leg had four inch area of broken stitches. There was also a 1/4 inch area of broken stitches on the right leg. (B)(4).